Manufacturer narrative:
Section b3: event date is estimated. A case of ipg pocket revision was reported to abbott. Patient told rep today that they had a fall at the end of last year and landed on the ipg site over the ribs and has had discomfort at the site since that time. Ipg pocket moved lower on patient back. No complications during the procedure and there will be no product returning due to no product being explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the site of their ipg. The patient noted having a fall a year prior. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was repositioned to address the issue.